Manufacturer narrative:
A bayer clinical compliance lead spoke to the customer who reported that this incident occurred due to a user error. CT in contravention of explicit warnings/instructions from the stellant CT injection system operation manual, a student failed to prime the low-pressure connector tubing (lpct) prior to connecting to the patient. The customer took full responsibility for the alleged incident and confirmed that this incident was not due to a fault of the stellant injector and/or disposables. Consequently, they subsequently declined an injector check by bayer service. The site continues to use the injector after the reported event with no further issues reported. The stellant CT injection system operation manual cautions the user as follows: warning: air embolization can cause death or serious injury to the patient. Do not connect a patient to the injector until all trapped air has been cleared from the syringe and fluid path. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care was notified of an alleged air injection that had occurred during a CT scan while the patient was connected to a medrad® stellant CT injection system (serial number (B)(6) ). Following the injection, an undisclosed amount of air was visualized on the displayed images. Although the patient was asymptomatic throughout the examination, the patient was transferred to the emergency department and underwent a chest-ray and lower extremity ultrasound for precaution/observation. The customer reported that they have not received any further information from the patient.